Event description:
Customer reported the panorama central station had no audio for alarms, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the system and found that the audio cable was not connected. Corrections included reconnecting the audio cable and the problem was resolved.